Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started the morning of (B)(6) 2013. It is not known what medication, if any, the patient takes to manage her diabetes. The patient stated she continued with her usual diabetes management routine in response to the alleged issue. The patient stated, immediately after the alleged issue occurred, she developed symptoms of ¿shaking¿. At an unspecified time that morning, the patient self-treated with food and/or drink. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. The cca noted that the blood sample completely drew into the test strip. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/11/2014) the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 message. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.